Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 800 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and insulin. The patient reported being unsure if the cannula was properly seated while wearing the pod for about 2 days. The patient was discharged after 1 day and a half. The pod was discarded.